Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that their device was taken out because they needed an MRI, however, the lead was left in as they couldn't remove it. The patient noted that the MRI was not due to a problem with the device or therapy and that the symptoms they were experiencing were unrelated to the device or therapy. The patient stated that there was a piece of wire near the sacral nerve that they couldn't get to when removing the implant. The patient noted 3 centimeters. The patient was reviewed that it was not recommended that they get a full body MRI because they still had components left inside. The patient stated that they needed an MRI because their shoulder had always been an issue. The patient noted that it was getting too painful and that they needed it taken out so they could do MRI of the shoulder. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were still trying to figure out about the MRI. The patient stated that they called several places and some of them would not do MRI but others said it could be done but had to be 1.5t. The patient was reviewed that the whole system would have to be removed and that a full body MRI was not recommended if the lead was still in place. The patient was reviewed that the lead had mp35n nickel alloy and platinum-iridium electrodes on the other end. The patient was again reviewed that if any part of the lead was left in place it was not recommended to have MRI. The patient noted that they could not get the lead out because of scarring. The patient stated that the hcp was not a neurosurgeon and it was about an inch and a quarter. No further complications were reported or were expected.